Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2023 the AED was placed into service with out the pads attatched. The AED identified that the AED pads were not attacheted and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2023 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.